Event description:
Customer alleged blood glucose result of greater than 900 mg/dl on the advantage system. The reportable range for the device is 10-600 mg/dl, with results greater than 600 mg/dl being displayed as "hi". The customer reported no symptoms and reported taking no action or treatment based on the result. A request was made for the return of the suspect device and replacement product was sent.